Manufacturer narrative:
This report is being supplemented to provide additional codes to h6 type of investigation that were inadvertently left off the initial MDR.

Event description:
The customer reported to olympus medical there was an image issue. The device was returned to olympus for evaluation. During evaluation, image noise occurred, and no image was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient were reported.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. During evaluation, the following issues were noted: the bending section cover adhesive was chipped; the lock engagement lever and universal cord were dirty. The following components showed scratches: bending section cover; control unit; hand grip; switch button 1; right/left lever; angulation lever; light guide connector; light guide cover glass; video connector case; video connector; universal cord; up/down plate; and right/left plate. Examination and testing determined the device did not relay an image to the monitor due to damage at the video plug's electrical contact. The root cause of the damage was not definitely established. The device instruction for use document was reviewed. The review identified the following instruction relevant to inspection in chapter 3, inspection of the endoscopic system: "inspection of the endoscopic image: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.